Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about his blood glucose levels not being stable recently. He stated that the blood glucose readings have been between 200mg/dl and 300 mg/dl . Current blood glucose is 183mg/dl, he is wearing the insulin pump and in addition treating with insulin manual injections. After treating himself, he stated he was experiencing low blood glucose. Customer unable to measure his blood glucose level at the time and just treated with food ingestion. During troubleshoot testing, it was identified that the insulin pump is not providing no delivery alarms as intended. Product has been replaced. Nothing further to report.